Event description:
Information was received that a smiths medical pneupac ventilators parapac plus alarmed and continued air without power during patient transport. Device reset only after oxygen turned off. Device alarmed yet again after five minutes. Manual bvm used five times en route to ICU. No patient injury resulted.